Manufacturer narrative:
Concomitant medical products: d314trg, crt-d, implanted: (B)(6) 2012. Product event summary: the partial lead was returned in segments and analyzed and no anomalies were found. The exposed rv (right ventricular) defibrillation coil became extrinsically fractured due to a cut. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached the elective replacement indicator (eri) early. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead was exhibiting high thresholds. The lead was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.